Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an insulin flow block alarm, the backlight was flickering and not as bright, had to press down buttons to respond, had lots of wear and tear issues, the reservoir was beaten down, numbers on the back of the pump were gone, and unknown belt clip issues. The customer reported no adverse event. The event involved product(s) mmt-1884l, unomedical, mmt-332a, acc-1601. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer's response was that the device would be returned. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for acc-1601.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and selftest, no unexpected no delivery alarms were noted during testing. Successfully downloaded history files and traces using thump. No delivery alarms were not noted in the history/traces on the event date or 2 days prior from the event date. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture or physical damage were noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, cracked case at belt clip rail corner, faded serial number label, and scratched case. No belt clip accessory received with unit. Backlight flicker/brightness lower, random insulin flow block alarms, and hard to press down buttons for a response were not confirmed. Worn reservoir area was not confirmed. Belt clip issue is unknown. Serial number label not missing but faded print on label noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.